Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was duplicated. Evidence indicated this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which it was observed that the part on the motor device that plugs into the foot control device was bent at a 45 degree angle. The exact event date was unknown. It was unknown to the reporter if the device was used in surgery or if a spare device was available. It was unknown if injuries or medical intervention were reported. No additional information was available.